Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a prostyle device using the pre-close technique via a 7f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, that the needles and cuffs did not engage (a cuff miss occurred) with two prostyle devices. It was determined that this access site was not suitable, and manual compression was applied to achieve hemostasis. A new a puncture site was used and the suture of one new prostyle device (third device) was successfully pre-placed. The sheath was upsized to 14f, and the aaa procedure was completed. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.